Event description:
The customer reported to olympus that the was a scope error code b30 on the evis exera iii xenon light source. There was no patient harm associated with the event.

Manufacturer narrative:
An olympus field service engineer evaluated the device at the facility. Upon inspection and testing, the customer's allegation was not confirmed. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h3. Based on the results of the investigation, it was confirmed that the indicated phenomenon, ¿b30 error¿, was not reproduced by the field service engineer (fse) at the facility. All endoscopes received from the customer were checked and no errors were found. According to the service manual, the b30 error indicates a scope communication error, which is a message that occurs when the hard deployment of scope ID data fails (registry error) and is mainly caused by foreign matter or moisture on the electrical contacts. (See page 4-41 of the cv-190 service manual.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.